Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/16/2008 and 12/17/2008 by phone, fax and mail. A completed questionnaire has not been received.

Event description:
A surgical technician reported a pt experiencing an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The technician reports the cause of the refractive surprise was due to the lens being dislocated. The cause of the dislocated iol is unk to the doctor. There has been no trauma noted and the "bag is intact". Additional info has been requested.